Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1309901) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent a diagnostic neuro procedure on (B)(6) 2013. Access was obtained via a 5f sheath (model unknown). Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 5f to close the access site. It was reported that the patient's right lower extremity turned red (no hives) and the patient complained of pain and discomfort from her right groin, down to her right foot. These symptoms began shortly after the device was inserted into the access site. The patient was given 50mg of IV benadryl, 100mg of IV steroids (solu cortef) and the patient's symptoms subsided. The device was deployed successfully and hemostasis was achieved. The patient was ambulated and discharged to home the same day with no clinical sequela noted.